Event description:
Factory analysis of the power management and motor controller pcb boards revealed a component failure which may result in a loss of the 12 volt supply. If the noted failure were to occur during operation of the device during use in normal ventilation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If in use, the patient must be placed on another means of ventilatory support.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator would not power on. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to confirm the reported problem. The service technician replaced the power management and motor controller boards to address the finding. Applicable final testing was completed and passed to operating specifications. Factory analysis of the motor controller and power management pcb boards revealed a component failure which may result in a loss of 12 volts and shut down of the device during use in normal ventilation. If in use, the patient must be placed on another means of ventilatory support.